Manufacturer narrative:
The delivery pusher was returned for eval with the implant detached. The implant was reported to be within the aneurysm. The device was tested and met electrical continuity spec. Evidence of torquing was visible. The eval could not be confirmed as the delivery pusher met electrical spec. Mvi reference: (B)(4).

Event description:
Coiling treatment was conducted of an aneurysm. Several attempts were made to detach the coil unsuccessfully. The delivery pusher was torqued detaching the coil in the intended location. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
(B)(4).